Manufacturer narrative:
The returned device was evaluated. Visual inspection indicated the ac module was damaged. When the ac power is connected, the "ac available" led illuminates intermittently with ac connector manipulation. The functionality could not be verified because it could not be powered on for more than a few seconds. Internal inspection indicated all three ac module pins were broken away from the system board at their solder points which results in loss of device power. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the ac module is damaged, and the device turns on and off. No consequences or impact to patient were reported.